Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and clock was always slower a couple a minute, buttons were harder to push and insulin pump rejecting new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed with unexplained no delivery alarm, alarm was more faint. The customer declined to troubleshooting. The insulin pump will not be returned for analysis.